Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition was not confirmed; however, the device was confirmed for an unrelated condition. The anvil does not close fully when the approximating lever is lowered as the support has broken out from the cover tube weld. This is due to an assembly error. A corrective action has since been implemented in order to avoid this condition.